Event description:
The pt reported having difficulty removing the infusion set out of her skin. Pt stated she can't pull it out. Advised pt to remove the adhesive and pull the infusion headset out. Pt reported it caused a bruise and the infusion set cannula was bent. Pt stated she was able to insert the new infusion headset successfully. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
Results: no product will be returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on 2/21/2011. Further investigations are ongoing within an assigned taskforce.